Manufacturer narrative:
Correction: product event summary: the generator was returned and analysis could not confirm the customer comment that it was not capturing on the ventricular side and that the refractory period was out of specification. Analysis did find that the upper and lower cases were contaminated and corroded, that the battery release, knobs, ring cover, side bail covers, battery contacts, battery drawer, liquid crystal display (lcd) and battery flex were contaminated and that the lead flex cover and the main printed circuit board were corroded. It was noted that due to extensive damage the generator was being returned to the customer unrepaired. (B)(4).

Event description:
It was reported that the external pulse generator was not capturing on the ventricular side and that the refractory period was out of specification. It was further noted in the technical services phone call that the biomedical engineer was unable to reproduce the issue, so the engineer requested that it be tested and calibrated. The generator was returned for service. It was indicated that there was no patient involvement associated with this event. (B)(4) - it was reported that the external pulse generator (epg) was not capturing. Testing was done and the biomedical engineer was not able to reproduce the issue. There was no refractory result shown while testing. The epg will be returned for additional testing and calibration. There was no patient involvement.

Event description:
It was reported that the external pulse generator was not capturing on the ventricular side and that the refractory period was out of specification. It was further noted in the technical services phone call that the biomedical engineer was unable to reproduce the issue, so the engineer requested that it be tested and calibrated. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator was not capturing on the ventricular side and that the refractory period was out of specification. It was further noted in the technical services phone call that the biomedical engineer was unable to reproduce the issue, so the engineer requested that it be tested and calibrated. The generator was returned for service. It was indicated that there was no patient involvement associated with this event. (B)(4) - it was reported that the external pulse generator (epg) was not capturing. Testing was done and the biomedical engineer was not able to reproduce the issue. There was no refractory result shown while testing. The epg will be returned for additional testing and calibration. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis could not confirm the customer comment that it was not capturing on the ventricular side and that the refractory period was out of specification. Analysis did find that the upper and lower cases were contaminated and corroded, that the battery release, knobs, ring cover, side bail covers, battery contacts, battery drawer, liquid crystal display (lcd) and battery flex were contaminated and that the lead flex cover and the main printed circuit board were corroded. It was noted that due to extensive damage the generator was being returned to the customer unrepaired. (B)(4).